Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a cubie memory error. A field service engineer replaced the worn retractor, checked all trays for debris and reseated the row board cable on the drawer controller and cubie trays to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an error with the cubies and a door failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.